Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer experienced hyperglycemia. Customer's blood glucose level was 498 mg/dl. Customer was line got kinked and he went high, bubbles in the reservoir and murky insulin in the insulin pump because it was inserted while cold. The insulin pump will not be returned for analysis.